Manufacturer narrative:
The pump was received with a failed radio frequency alarm during the self test due to a faulty component on the radio frequency board. Unable to communicate with the blood glucose meter due to the faulty component on the radio frequency board. The pump also had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with radio frequency pic failed self-test alarm. The customer's blood glucose level at the time of incident was unknown. The customer states they have received the alarm four times. Troubleshoot was conducted, and the customer was advised the pump would have to be replaced and returned for analysis.